Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. The device was post-paced t-wave oversensing on the ventricular lead. The oversensing was noted on a stored egm. Reprogramming was recommended. No further information is available.

Event description:
New information received notes that the device exhibited non-sustained lead noise due to post-paced t-wave oversensing via review of remote transmission. Patient was asymptomatic. Programming changes were made with no further issues.